Event description:
Customer reported that the buttons were not working, indicating an issue with touchscreen responsiveness. There was no adverse impact to the customer's blood glucose level. The customer declined a callback, and no further action was required.